Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was 1.7/3.2. The pt was given a lovenox injection. The device was replaced and requested to be returned for evaluation.